Manufacturer narrative:
Batch review performed on 07 february 2017. Lot 107603: (B)(4) items manufactured and released on 10 november 2010. No anomalies found related to the problem. To date, no similar events have been reported on items on the same lot. Not yet received.

Event description:
When the surgeon was using the wrench for femoral wedge fixation, the tip of the wrench fractured at the thinner part. The tip that broke off was lodged in the posterior augment. The surgeon was able to remove the lodged piece to prevent it from being implanted into the patient. The surgeon used a torque limiting handle to confirm screw was at the proper tightness. There was no critical delay in surgery. The surgery was completed successfully. Instrumentation is available.

Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the little wrench is used to engage the screw of the posterior augments by hands without tightening. The final tightening has to be done by the standard screwdriver. The breakage can be caused by excessive screwing force or by an improper use of this little wrench in previous surgeries (i.e. Applying a lateral force or bending the wrench); the tip of the wrench may have been already damaged before the last surgery.